Event description:
It was reported that a shuntassistant (part # fv251t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 13 years. Height: 153 centimeters (cm). Weight: 53 kilograms (kg). Gender: female.

Manufacturer narrative:
Manufacturing and quality control data the shuntassistant® was manufactured by a qualified employee in august 2017. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The shuntassistant® is a fixed pressure valve with a fixed pressure stage of 20 cmh2o. The shunt system was inspected as article fv251t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. No significant deformations or damage of the valves were detected during the visual inspection. Permeability test. A permeability test has shown that the valve is permeable. Computer controlled test. To investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The shuntassistant® is operating within the specified tolerances in the vertical position. Internal inspection . After dismantling of the valve, deposits were found in shuntassistant®. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results . Based on our test results, we can detect deposits. The deposits do not affect the technical properties at the time of the examination. How the aforementioned functional impairment occurred is not clear to us at the time of the examination. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.